Event description:
The reporter (a healthcare provider) contacted animas on (B)(6) 2013, alleging the pump's time switched from am to pm or pm to am without user intervention. The reporter stated that this alleged malfunction led to overnight low blood glucose (bg) levels and daytime high bg levels. No bg measurements or symptoms of hyperglycemia or hypoglycemia were reported. This complaint is being reported because the alleged time/date issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.